Event description:
It was reported that during a device changeout procedure, high capture thresholds were observed on the right ventricular lead. The lead was capped and replaced at that time. The procedure was completed successfully with no patient complications.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.